Event description:
It was reported that the patient underwent an l3-s1 posterolateral spinal fusion using rhbmp-2/acs. It was reported that postoperatively the patient developed a subcutaneous hematoma and post surgical epidural hematoma, unanticipated bone growth, nerve compression, radiculitis, pain, and emotional distress.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.